Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient experienced redness and irritation while wearing the pod. The infection was diagnosed by the patient's healthcare provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.